Event description:
A mother with previous experience using isis pump for 9 months in 2001-2002 when returning to work for 2nd child and occasional use for 3rd child in may 2004 received superfical breast damage from avent isis manual single user breast pump. Individual experienced no problems and positive results with previous use of the same brand and style. Individual purchased a new avent isis manual single user breast pump to express milk during separation from 4th child, a 15 month old. Pump was used for one pumping session lasting nearly 10 minutes - until milk was no longer being expressed. Individual does not report any pain while actively pumping. Superficial breast damage is evident on the areola and can be best described as 6 small lacerations representative of the 'petal' located on the interior of the soft silicone flange of the breast pump. No sharp surfaces are present on the flange. Avent was contacted twice by telephone. First rep stated the pump cannot cause damage and dismissed individual. Second customer service rep reports that the pump does not cause harm to users and 'does not rely on suction' for milk expression. Information was provided that damage would result from pumping after milk was no longer being expressed, rough edges on soft flange, and compressing handle completely. Individual confirmed that these did not exist and was dismissed by rep without further info or guidance.